Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) was discovered to be in backup mode. The ICD was explanted and replaced on (B)(6) 2022 as the battery was near end of life. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced.